Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The device was evaluated via a photo that was submitted from the field. The 3.0 mm drill bit, ar-9628, serial/batch number (B)(6), was broken on the distal end. The most likely causes for this type of occurrence are prying/levering the device against hard bone or other instrumentation during use.

Event description:
It was reported that during a shoulder inverse step with mgs surgery the device broke off while drilling for the 4th screw in the glenoid. The patient was reported to have extremely hard bones. The broken off part was retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.